Manufacturer narrative:
Based on the information provided by the customer, the most likely root cause is failure to follow instruction for use (IFU), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the intraocular lens (iol) and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. It remains implanted in the patient's eye. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Photo provided showing implanted iol on a monitor screen. There appears to be a mark/material on the iol. The exact location of the mark/material cannot be confirmed. The complainant indicates the use of opegan-hi as a viscoelastic, which is not qualified for use with company model, this is not a qualified company product combination. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during intraocular lens (iol) implantation procedure, a scratch or foreign material was found in the optic after iol insertion. The surgery was completed without product replacement. The lens remains implanted in patient's eye. Additional information was requested, but no further information is available.